Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot area, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the battery cap was stripped. The customer also reported that they had to go to emergency medical services for back-up plan. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.